Manufacturer narrative:
For regularization - retrospective review / FDA request. The expertise of the screw has been led by biomet (no possible return of the screw to sbm). Expertise made on photos transmitted by the distributor: the screw does not seem to include deformations related to the exposure of a source of heat. These distortions are totally excluded from the manufacture. According to the results of the expertise, the product is not implicated. The origin of the breakage would be due to the use of an unsuitable screwdriver.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. The thread inside the tcp screw was damaged. The operator could not screw in the compositcp, it was necessary to use an other screw to complete the procedure. Damaged screw came in contact with the patient.